Manufacturer narrative:
Additional suspect medical device components involved in the event: model: csk-tc10 lot: l228 description: csk tc electrode, 10cm quantity: a total of one model: csk-tc10 lot: k397 description: csk tc electrode, 10cm quantity: a total of one.

Event description:
The device analysis performed on the two returned electrodes showed that the electrode shaft was broken off at the hub due to external mechanical force.